Event description:
Description: texium 60ml lot #d602101, texium 30ml lot #d507008. Both syringe sizes have leaked chemotherapy through the rubber stopper. Reporter's recommendations: syringe seems to be leaking. We have reported this to the MFR in the past and they indicate repeatedly this is "user error." We have reviewed user process and do not believe this to be the case. (B)(6).